Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinally over a length of about 13 mm, beginning 68 mm distal to the proximal x-ray marker. Microscopic inspection of the balloon surface revealed scratches in close vicinity of the tear which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the reported event is most likely related to the patients anatomy.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of the moderate calcified lesion (70 percent stenosis degree) in a moderately tortuous part of the mid infrapopliteal artery. The balloon could not be inflated. A balloon leakage was found outside of body.